Event description:
Patient had an angled aortic neck. During aaa implant procedure the physician released the top cap prior to cannulating the contralateral leg because of the angle in the aortic neck. The physician thought that it might migrate down. The final angiogram noted that the left renal artery had been covered by the main body graft. The physician tried to pull the graft down by inflating a balloon in it and pulling down, but that was not successful. He eventually went in retrograde and placed a renal stent. The patient was discharged 3 days later.